Event description:
It was reported that the device's elective replacement indicator was triggered and during the change-out procedure it was discovered that the header was cracked. The device was explanted and not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) battery - battery depletion-normal. An additional finding of connector - loose/detached.